Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient experienced no pain relief and the affected pump was replaced as the motor stall never recovered despite the information previous that noted the stall recovery did occur.

Event description:
Information was reported by a consumer via a company representative regarding a patient receiving morphine (4 mg/ml at 3.5038 mg/day) from an implanted pump. The indication for use was complex regional pain syndrome type I and spinal pain. On (B)(6) 2016 it was reported that a motor stall was seen upon interrogation of the pump. The logs show a motor stall and recovery on (B)(6) 2016, the patient had an MRI at that time. It was noted that (B)(6) 2016 was the first time the pump had been checked since the MRI. There was another stall on (B)(6) 2016 with no recovery noted in the logs. A tube set message occurred on (B)(6) 2016. The patient had experienced withdrawal symptoms. It was noted that the patient had gone to the emergency department last week and was given a shot of morphine and some pills. Additional information was reported by the rep on (B)(6) 2016. The stall on (B)(6) 2016 had recovered about 30 minutes after the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.